Event description:
This submission is a correction of MDR 3500a report# 3001617766-2018-00018. The following changes were made: per product complaint# (B)(4), complainant reported could not remove abutment from implant. After dentist placed implant, he was not happy with position. He repositioned and was unable to remove abutment. It appears cold welded to implant.